Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the slidemaker was running with a leaking dispense tubing, which was replaced. After cleaning the slidemaker, the fse also found a defective manifold. The fse ordered a replacement part, and on (B)(4) 2011, the manifold was replaced. After all the repairs, performed by the fse, the slidemaker is now performing properly. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 slidemaker analyzer is leaking blood, but is contained within the instrument. There was no operator exposure, or any contact to eye or skin, open wounds or mucous membranes to the blood leak.